Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing more pain than relief from the spinal cord stimulator. The ipg was replaced with MRI compatible device and the patient was doing well postoperatively. The explanted device was not returned to bsn.